Manufacturer narrative:
Exact date unknown, event occurred nine months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7077286/7078751.

Event description:
It was reported that the patient experienced inadequate stimulation and had difficulty charging the implantable pulse generator (ipg). No device malfunction was suspected. All device components were explanted and discarded per hospital policy.